Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. Photos of the device were provided by the account. However, the photos were not able to provide any further confirmation of the reported event. The reported event cannot be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the reported event cannot be confirmed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product evaluation and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device was giving an occlusion message and rings continuously. Upon receipt and inspection of product it was discovered that the hose was broken/damaged. The were no adverse events or delay in procedure reported (beyond the minimal additional procedure time that is a customary amount of time for the access and exchange of an alternate product) as a result of this event.